Event description:
It was reported that during a competitors device change out for normal eri, externalized conductors were observed on the previously capped pace/sense portion of the rv lead. The defib portion of the lead remained active. Patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.